Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel and adjustable pressure limiting valve were replaced. The unit was returned to service

Event description:
The hospital reported the unit would not switch to manual ventilation during a case. The unit was replaced and the case was continued. There was no report of patient injury.